Event description:
It was reported that the left ventricular lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x 2 leads, implanted: 2013-06-06. (B)(4).